Manufacturer narrative:
No additional information is available. Device was not explanted. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date. Additional information has been requested.

Event description:
During insertion, it was noted that three cortical screws were positioned incorrectly. Surgeon tried to remove screws and screws would not back out. Surgeon stated, the screwdriver blade was seated in the screw head recess but as screw was being backed out, it would slip out and the screw wouldn't move. After numerous attempts, surgeon successfully removed one of the screws while the other two remain in the patient. The surgeon commented that the complaint event did not compromise the patient. This is the 2nd of 2 reports submitted on this event.